Manufacturer narrative:
All buttons functioning properly. However, found slightly corroded keypad traces. No button error alarm during testing. Pump passed displacement test, self test, off no power test and all operating currents tested within the specification range. Pump received with moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a blank display after exposure to moisture. Customer reported that the insulin pump up and down buttons does not work. The customer¿s blood glucose was unknown at the time of incident. Unable to confirm if the time is advancing due to blank display. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.